Event description:
On (B)(6) 2012, the reporter contacted animas stating after the patient went swimming, there was no power to the pump. It was noted that there was moisture behind the display screen. The patient reportedly tried to change out the battery and the issue was still not resolved. There was reportedly no damage to the pump, battery casing or battery cap. It was noted that the battery cap secured tightly to the pump. There was no patient impact associated with this complaint. This complaint is being reported due to the alleged power issue with the pump.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: there was moisture visible in the display. The pump fails to power on. Visual inspection revealed a cracked casing, and leak testing revealed a case leak. Additional testing could not be completed due to the pump not powering on. The pump was opened and there was moisture damage observed on the pcb.